Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a software error. No patient injury reported.

Manufacturer narrative:
The reported issue could not be duplicated. Performed functional test, the device was functioning properly no issue found. Recommend re-load software application. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in july of 2022 and there was no indication the complaint was related to previous service of the device.